Event description:
Pt had silicone implants put in 26 years ago. Rupture of right implant 11 yeas ago, pt had them removed. Pt's surgeon said all residual silicone could not be "scraped out" of their chest wall and it would remain there forever. Three years later in right axillary area (side of rupture) pt developed severe swelling, redness, pain in armpit area. Underwent surgery as MRI detected silicone in axillary area. Residual silicone and calcified lymphnodes infiltrated by silicone were removed. Five years later, pt noticed a swelling under their right axillary area same as years before. Physician sent them to MRI and they found a dense tumor. Underwent surgery and found the tumor in exactly the same location as past residual silicone which was removed. This 5.5 centimeter tumor was dense, sticky and a rare malignant liposarcoma as pt's oncologist stated. It was told to the pt by all their past and present surgeons and specialists that it is not a coincidence that pt developed cancer in the same area of the silicone. Pt also has a nervous system and undetermined auto-immune disease for which pt is treated.